Event description:
It was reported that a small volume infusor delivered its contents at a faster rate than expected. The device was filled with 70 ml of fluorouracil and 30 ml of saline solution. The 100 ml was expected to be infused in 46 hours; however, the infusion was completed after only 17 hours. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14d007 was manufactured on april 10, 2014 - april 11, 2014. Evaluation summary: the device was received for evaluation without the flow restrictor. Visual inspection (via the naked eye) revealed no signs of physical abnormality that could have caused the reported problem. Attempt to reproduce the reported problem was not possible because the unit¿s flow restrictor was missing. A functional flow rate test could not be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.